Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit on (B)(6) 2009. According to the complainant, the patient began to experience unidentified symptoms from the procedure on (B)(6) 2010. All other information is unknown and reportedly unavailable.